Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. As received, the monitor was able to properly detect and treat. However, upon eval, the monitor was experiencing abnormal shutdowns was an intermittent connection at bga component u500 (dsp) on ca board sn 52017278. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 107. The pt was issued a replacement monitor.